Event description:
Baxter service center reports leak in cassette of homechoice set during use for apd therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported.